Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "on (B)(6) 2020, patient ((B)(6) years old) had a surgical operation on her knee at the best private hospital of the country, applying your technology (robotics). After about 60 physiotherapist sessions, doctor's assistance and the lapse of a 10- month period, still have problems, as, the knee continues to swell after a walk of each day. A permanent difficulty exists in standing up and walk, when either getting-up from bed or from a chair after sitting for over 15 minutes. After the every day exercise in walking over a mile, there is tightening and fatigue on the knee. Straight alignment of the knee was never restored. Almost every day the patient takes painkillers to make it through the day. This disappointment led us to pay a visit to another orthopedic dr whose comments are: the most common surgery applied on patients at the age of (B)(6)- years-old + is a full repair of the knee and not half as it was done in our case, and something might be wrong or not a perfect fit. Recently there is pain on both sides of the leg (tibia and calf) every day after standing or walking."